Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Patient called to report receiving loss of prime alerts on the day of the call. Review of alarm history showed an empty cartridge alert on the same day but patient stated that the loss of prime alert was received after he had replaced the cartridge. Patient confirmed that there was no extreme change in temperature or force and there was no power loss. Patient acknowledged changing the cartridge 2 days prior and had filled the cartridge with cold insulin. Patient was advised to change the cartridge and fill with insulin at room temperature and to call back if loss of prime issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.